Event description:
During a circumcision procedure md was cutting the foreskin of the baby's penis and in the process nicked the head of the penis. The nick (cut) was tiny and there was only minimal bleeding which was stopped with manual pressure. Upon inspection of the scissors that came with the circumcision kit from carefusion, cardinal health the md and staff involved in the procedure noticed that the blunt tip of one of the scissors blades was not blunt but it had a sharp edge which caused the nick. The scissors included in the kit was supposed to be sharp/blunt scissors. Bleeding which was minimal stopped after md applied manual pressure. No stitches were used. Family was notified by md.